Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose of 311 mg/dl and low blood glucose of 45 mg/dl. Customer stated that low started 2 weeks ago. Customer was treated with pump bolus of 15 units. Customer was offered to troubleshoot for the high and lows but declined. Customer was advised about the square wave bolus. Customer was advised to follow up with her health care provider regarding the high and low blood glucose.